Manufacturer narrative:
(B)(4). The customer reported performing the blender calibration and the operational verification procedure outlined in the product service manual l1524. The avea ventilator having met manufacture specifications was returned to the respiratory department for use. No hardware return goods authorization (rga) has been issued therefore no manufacture evaluation is anticipated.

Event description:
The customer reported that while in patient use, this ventilator was alarming ¿low fio2¿. The patient was removed from this ventilator and no reported harm was reported with this event. The hospital biomed reported evaluating the ventilator but was not able to duplicate the reported event.